Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for concern of acute mental and physical decompensation, which had worsened since their recent discharge from rehabilitation ((B)(6) 2024). The patient was in rehabilitation for a non-ventricular assist device (vad) related event. While admitted, neurology was consulted and stated that vascular dementia may have been the cause for their decline in health. Palliative care was consulted and estimated a prognosis of 6 months. The patient's family decided to focus on the patient's quality of life and decided the patient would be made "do not attempt resuscitation" (dnar). The patient was then discharged home on (B)(6) 2024 with home hospice. On (B)(6) 2024, the home nurse followed up stating that the patient had not eaten in 5 days, was not drinking fluids, non-verbal, and sleeping mostly with restless/confused moments of wakefulness. The patient had a foley catheter and the hospital nurse provided them with ativan. It was also reported that there were no left ventricular assist device (lvad) alarms during this time. On (B)(6) 2024 at 0700, the nurse stated the patient had stopped breathing around 0500 and was non-responsive to stimuli. Pain medication was administered. A magnet was applied to the implantable cardioverter-defibrillator (ICD) and the lvad was successfully disconnected. The patient passed away at 0736. The death was reported to not be considered device or therapy related and the device operated as intended. It was reported per the family that there was no autopsy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues and patient outcome could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.